Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted damage to the patient line tubing. Functional testsincluding clear passage and clamp function tests were performed with no issues noted. Leak testing was performed which revealed a leak below the heat seal bead of the patient line tubing. The reported condition was verified. The cause was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked at the connector to patient. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.